Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the photographic and x-ray evidence cannot confirm the reported allegation. Based on the quality of the photo evidence, no signs of deterioration on the outer surface of the ceramic head was found. However, signs of metal transfer can be observed on the surface of the device, most likely cause during the extraction process. The observed metal transfer does not indicate a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found a remarkable worn appearance on the ceramic head. Several circular markings were observed around the implant. In addition, a sign of what appears to be a metal transfer was found at the top surface through the base. The observed markings of the device were most likely caused due to normal wear and/or extraction process. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). The initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reports pain secondary to left hip pseudotumor that is affecting his daily life. Left tha is failing due to pseudotumor confirmed on imaging. Revision recommended.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿left hip is now failing and on imaging I have a psuedotumour developing which is causing pain and affecting daily life. I have consulted with a number of hip arthroplasty specialists and the advice is to have it revised. Obviously for a young man this is not ideal and certainly not what I would have expected from what I have promoted for years as the rolls royce of total hips. A hip for life". The biolox delta ceramic femoral head (p/n 136540710, lot# 3002988) associated with this report was returned to depuy synthes and forwarded to material science for evaluation. Visually, the ceramic femoral head exhibited a wear scar of fine lines of metallic origin consistent with normal ceramic-on-metal wear. A larger prominent band of metallic transfer perpendicular to the fine lines of the wear scar was also observed, likely caused by dislocation of the ceramic head during revision. Eds evaluation of the metallic transfer on the femoral head indicated that the majority of the metallic transfer was cobalt and chromium consistent with cobalt-chromium-molybdenum alloy of the liner. Titanium was also detected in the region of the metallic transfer likely associated with dislocation suggesting the head not only contacted the liner but also the rim of the cup during revision. No titanium was detected that would suggest third body wear due to porous coating debris device history lot a search of the depuy synthes quality system was performed for lot number 3002988 and no non-conformances were identified from the review. Furthermore, the product is not involved in a recall.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. Has any loosening of the femoral or acetabular components occurred? If yes, which interface is the loosening? -both femoral stem (corail) and acetabular shell (pinnacle) are well fixed. B. Did the primary surgeon utilise cement? If yes, was the cement manufactured by j&j? -both components are uncemented. C. Are there any relevant patient demographics to consider in relation to this adverse event other than the pseudotumour? -no. I am a fit 52 year male with no other comorbidities or reason for pseudotumour development other than the know relationship between cobalt and chromium debris and pseudotumour formation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.